Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was not working and she was still wearing pads. There was no therapeutic effect since implant, on (B)(6) 2015. The patient was going back to the healthcare professional (hcp) on (B)(6) and the doctor was already aware of the issues she was having.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.